Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in the operating room for elective ICD replacement unrelated to the lead, externalized conductors on the lead were observed upon fluoroscopy. The electrical function of the lead was observed and tested and no anomalies were detected. The physician kept the lead active and the patient will continue with routine follow-ups by the physician.